Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This failure mode is not reportable. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction. It was reported to intuvie that the pump failed the 30 psi test and exhibited an unknown flow rate issue. The exact values were not provided, and the device was not returned for evaluation. A review of the serial number history revealed no prior similar complaints. Due to the absence of the device and insufficient details, the failure mode could not be confirmed, and root cause could not be determined for the flow rate issue. The occlusion failure mode was confirmed, and the root cause is determined to be a calibration issue.

Manufacturer narrative:
It was reported to intuvie that the pump failed the 30 psi test and exhibited an unknown flow rate issue. The exact values were not provided, and the device was not returned for evaluation. A review of the serial number history revealed no prior similar complaints. Due to the absence of the device and insufficient details, the failure mode could not be confirmed, and the root cause cannot be determined at this time. CAPA: zm2023-23 occlusion & zm2023-07 flow rate have been initiated to investigate the failure. Reference to complaint#: (B)(4).

Event description:
It was reported to intuvie that the pump failed the 30 psi test and exhibited an unknown flow rate issue. The exact values were not provided. There was no patient involvement was reported.